Manufacturer narrative:
H3: one device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The customer¿s initial issue was duplicated; however, a reportable malfunction was identified where the upstream occlusion (uso) seal was buckling. The uso seal was replaced. The motor had passed the 6 million rotation standard and was therefore replaced and reset to zero. A dso sensor calibration plus a performance verification test (pvt) were performed, and the device passed all testing criteria. Software was updated, and the device was reset to standard configuration.

Event description:
The customer returned the device for exhibiting error code 65535, during device analysis, a buckling upstream occlusion (uso) seal was identified. There was no patient involvement.